Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause was still being researched as they didn't it turn off the following week and documented how much they were recharging, which was every 3 days so it didn't go off. They were still going to document how often they charged and the times reviewed from the 8840 matched their charging times. The hcp suggested to continue charging more often to rule out it wasn't turning itself off due to a lack of recharging. They would continue to see the doctor and try new programming choices to see if that would help. They weren't sure if the issue resolved, but the doctor said they would reach out if they needed anything else. The weight was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller stated one of the devices that was closer to the center of the chest had an issue with turning itself off. Patient claims the ins would turn itself off and they would have to use the patient programmer to turn it back on. The patient was using one insr for both implants. There was not a specific date mentioned for when the device would turn itself off. It was reviewed that most of the information could be gathered via the 8840 and to take note of when the device was turning itself off. There were no further complications reported.